Event description:
Patient reported obtaining a blood glucose result of 374 mg/dl, while using the suspect device, at 11:00 pm. Based on this value, patient reportedly delivered 20 units of 70/30 insulin. Three hours later, patient reportedly awoke exhibiting symptoms of hypoglycemia (sweating and blurred vision). Patient reportedly retested blood glucose, using the suspect device, and obtained a result of 337 mg/dl. Patient stated that she knew this value was not correct and phoned emergency medical services for assistance. An unspecified time later, paramedics' reportedly arrived and tested patient's blood glucose, using their device, with a result of 86 mg/dl. Patient stated that she was given glucose gel and food, after which her blood glucose reportedly measured 68 mg/dl, on paramedics' device. No additional treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.